Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the clinic noted a code indicated battery depletion via the remote home monitoring system for this subcutaneous implantable cardioverter defibrillator (s-ICD). The estimated remaining longevity had not experienced a significant decrease, 40 percent to 38 percent, from one check to the next thus data was sent to technical services (ts) for review. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frame up to 90 days, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that the clinic noted a code indicated battery depletion via the remote home monitoring system for this subcutaneous implantable cardioverter defibrillator (s-ICD). The estimated remaining longevity had not experienced a significant decrease, 40 percent to 38 percent, from one check to the next thus data was sent to technical services (ts) for review. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frame up to 90 days, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that there is concern that the patient is also allergic to the s-ICD. Ts discussed the composition of materials for the s-ICD. A new estimated appropriate approximate change out time frame up to 90 days was calculated based upon current data, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the device was returned, thus indicating that it was explanted. The product has been received for analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the clinic noted a code indicated battery depletion via the remote home monitoring system for this subcutaneous implantable cardioverter defibrillator (s-ICD). The estimated remaining longevity had not experienced a significant decrease, 40 percent to 38 percent, from one check to the next thus data was sent to technical services (ts) for review. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frame up to 90 days, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that there is concern that the patient is also allergic to the s-ICD. Ts discussed the composition of materials for the s-ICD. A new estimated appropriate approximate change out time frame up to 90 days was calculated based upon current data, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.